Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: only the stent was returned for analysis; therefore the reported stent dislodgement was confirmed. The reported difficult to position was unable to be replicated in a testing environment as the sds was not returned. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported difficulty to position was a result of the sds not being coaxially aligned, such that as the sds was being advanced it interacted with the guide extension catheter causing resistance. Interaction with the guide extension catheter and/or manipulation of the device resulted in the noted stent damages (mangled, flared) and ultimately resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified proximal left anterior descending (lad) coronary artery. A 4.00 x 18 mm xience alpine stent delivery system (sds) was selected for the procedure. During advancement of the sds to the lesion the sds met resistance with the non-abbott guide extension catheter (gec), the stent implant dislodged from the balloon and remained inside the gec. The sds and the gec were removed from the anatomy as one unit and the stent implant was retrieved from inside the gec. The procedure was completed with the successful deployment of a 4.00 x 15 mm xience alpine stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.